Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned meter and strips were tested with a quality control of a high level. Testing results: qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.6 inr. The maximum difference between measurements was 4%. The obtained qc results were in the allowed range. No error messages occurred during investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294944) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and tested with qc material. Testing results: qc 1: 2.6 inr , qc 2: 2.6 inr , qc 3: 2.6 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. The maximum difference between measurements was 4%. No information was provided tat would point to a cause for the result discrepancy. Retention test strips (lot 294944) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
Medwatch fields were updated. The customer's diet included green vegetables. The customer's therapeutic range was 2.5 - 3.5 inr.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter compared to the laboratory results. The meter serial number was not provided. On (B)(6) 2018 the result from the meter was 2.4 inr and the result from the laboratory was 1.8 inr. On (B)(6) 2018 at 08:00 the result from the meter was 5.4 inr with a fingerstick at home. On (B)(6) 2018 at 11:00 the result from the laboratory was 3.2 inr with venous blood at the hospital. On (B)(6) 2018 the result from the meter was 4.4 inr and the result from the laboratory was 3.1 inr. There was no allegation of an adverse event based on the questionable results. The suspect device was requested to be returned for investigation.